Event description:
It was reported that stent damage occurred. Pre-dilation was performed with an unspecified balloon catheter leaving 50% residual stenosis. A 2.50 x 28mm synergy xd drug-eluting stent was advanced for treatment. When the device was inserted in the calcified part, the device was unable to cross. The device was pulled outside the body and it was noted that the tip edge of the stent strut was lifted. The procedure was completed with another of same device and no patient complications nor injuries were reported.